Event description:
It was reported that the pt had to have a pump revision because the pump had removed and was at an angle that caused difficult pump refills. The pump was placed in a mesh pouch during the revision. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.